Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image of the reported device was provided. In the image, one fully deployed clip can be seen, with no cds in view, indicating the image was taken post deployment of the clip. The clip arm angle appears to be ~45°. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent the clip is opened beyond the fully closed position (~10° - 20°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.

Event description:
N/a

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. A mitraclip xtw was placed centrally at a2p2. After the lock line was removed, and while going from a neutral position, the clip opened from 15 degrees to 35-40 degrees. The clip was stable on both leaflets and was deployed. Mr was reduced to a grade of 1-2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.